Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was returned to the manufacturer for service and the customer's complaint was confirmed. The device's display board was replaced to address the issue. During the evaluation, the device was not able to power on and the blower would not pass calibration. The system board and blower were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.